Manufacturer narrative:
(B)(4). Batch # n5647t. Photographic analysis: picture one show the rsc box, of a cdh25a device, on a desk. The second picture shows the cdh25a device on its package, it is open and the device can be appreciated with blood in the shaft. Based on the photo alone the event describe cannot be confirmed. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: what were the indications for surgery? Endoscopic assisted proximal gastrectomy. What is the experience of the surgeon and staff with the device? Experienced surgeon. Was the device difficult to close? No. Where in the green gap setting scale was the indicator located prior to firing? Unknown. Did the surgeon wait 15 seconds and then retighten prior to firing? Yes. At what point did the staff notice bleeding and what was the source of the bleeding? It should be blood and water, according to updated info, it should be around 1000 ml. Did the device deploy staples? If so, what was their formation? Yes, the staples formation is not that good. Where any blood products given to the patient? No. Was the hospital stay extended due to the alleged issues experienced? Observe if any issue after surgery. Regarding the patient¿s extended hospital stay. Is it normal protocol for the patient to stay for observation after this type of procedure or was the patient¿s hospital stay extended because of the alleged issue with our device? It should be normal protocol. What is the current patient status? In good condition.

Event description:
It was reported that during a proximal gastrectomy procedure, the device was used to coincide gastric stump and esophagus. Serious bleeding was found during this process. The patient lost almost 2000 ml watery blood. Suture was used to sew the wound and stop the bleeding. It prolonged operation time over thirty minutes. The patient is still in the hospital for observation which is normal protocol.